Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: h607m63 posterior annuloplasty band 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing dizziness and variability in the patient¿s heart rate was observed. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.